Manufacturer narrative:
The device has not been received for evaluation as device was discarded by customer. Data logs were obtained and the investigation is underway. If new information is obtained, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock. During insertion of cp pump through aorta into the left ventricle, the cannula bent. A radial puncture was required, snare was inserted, and cannula was straighten for removal. A new impella was inserted and ran without issue.